Event description:
It was reported that alarm 01 occurred due to a crack in the original cartridge, likely caused by an air leak. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer about the potential causes, and the customer was able to load a new cartridge and successfully resume insulin delivery.